Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peg site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient has a peg site infection and was prescribed an unknown antibiotic. The antibiotic is in powder form and unsure how to reconstitute the drug to administer via the peg of if the peg should be used. A nurse advised it is not recommend the peg is used to administer anything other than the duodopa medication. The nurse recommended that the physician be asked to prescribe an alternative route i.e. Orally.